Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, balloon withdrawal difficulties occurred. The unknown size taxus express2 atom drug eluting stent (des) was advanced to the target lesion in the obtuse marginal (om) artery and successfully deployed. The procedure was completed with this device, however, upon removal of the stent delivery system, " the physician felt the balloon was sticky," there were no patient complications, and the patient's current condition is listed as "ok". Additional info was requested, but was not received.